Manufacturer narrative:
Results: foot board.

Event description:
It was reported by service report that the footboard was cracked at bottom. No patient involvement or adverse consequences are reported.